Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported there was a ventilator failure during use. There was no injury reported.

Event description:
Please refer to initial MFR report #9611500-2018-00163.

Manufacturer narrative:
The log file analysis shows that the fabius MRI has been operated with ac supply disconnected until the batteries were depleted and that the ventilator stopped operation. There's evidence in the logged entries that the device has posted battery depletion warnings during the course of event. Furthermore could be revealed from the log that the same problem had occurred a few times before already - the device was run on battery until the ventilator stopped operation due to total loss of power. Each time after that the mains supply was re-established. Given that it has been fully charged before, the back-up battery of the fabius MRI is able to supply device operation for approximately 45 min. During the power-on self test the battery capacity is being checked and, a low battery status is indicated to the user. Missing ac supply is also detected and alarmed during the daily check procedure. The device is equipped with an led-indicator for mains power connection whereby the user can observe if the device is disconnected or power supply gets lot for any reason. When the battery is fully depleted the device posts a power fail alarm that is buffered by an independent power source. Manual ventilation remains possible in this state. The motor was subject to testing and exhibited no malfunctions. The presence of a lot identical sequences in the log suggests that the device was always run without mains supply with alarms ignored until the battery was fully depleted. From the fact that ac supply was restored each time after the ventilator failed the manufacturer concludes that rather operator misbehavior than a device malfunction has caused the reported event and the similar instances before.